Event description:
The facility reported a flo gard infusion pump with a malfunction of broken cap. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. This had the potential to interrupt delivery. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with broken cap was confirmed during product evaluation. The root cause of the reported problem was determined to be broken door.